Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -12.5 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. That same day a shorter length lens was implanted however it is unclear if this was performed intraoperatively. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).